Manufacturer narrative:
(B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (redness, swelling, bruising, itching, scarring or skin discoloration).

Event description:
Dexcom was made aware on (B)(6)2017, that on (B)(6)2016, the patient experienced a severe skin reaction. The sensor was inserted into the arm. The patient's mother reported that patient's eyes were swollen and rashes formed around the patient's neck and sensor location. On (B)(6)2016, the patient's mother took the patient to the emergency room (ER). Medical tests were ran and it was determined that the skin reaction occurred due to the wear of the sensor. Unknown ointments and cream were given to the patient to treat the affected areas. At the time of contact, the patient was doing fine. No additional event or patient information is available. The sensor was inserted into the arm. Labeling indicates: do not insert the sensor component of the dexcom g5 mobile system in a site other than the belly/abdomen (ages 2 years and older) or the upper buttocks (ages 2 to 17 years). The placement and insertion of the sensor component of the dexcom g5 mobile system is not approved for other sites. If placed in other areas, the dexcom g5 mobile system may not function properly.